Event description:
The manufacturer received information alleging a trilogy evo "repetitive ventilator inoperative" alarm condition occurred. There was no harm or injury reported. The device was not reported to be in patient use at the time of the occurrence. During the evaluation of the device at the manufacturer's service center, the customers complaint of "ventilator inoperative" was confirmed and error codes e-155 indicating "machine flow sensor drift above the specification" was found in the ventilator's downloaded error log. Additional error codes were recorded in the device event log not in relation to the reportable malfunction therefore, the technician recommended replacing the machine flow sensor, blower assembly and system board to address all issues. The device was repaired and passed final test.